Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a history anomaly. The blood glucose at the time of the incident was 122 mg/dl. The customer complained about having lost sensor, sensor end, and change sensor alarm. She stated that the insulin pump did not record all the calibrations in her calibration history. Troubleshooting was not performed because the customer was at work. The device will not be returned for analysis.